Manufacturer narrative:
The company rep examined the system and was unable to verify the customer reported event of no suction in I/a mode. The system was then tested and met product specs. No samples wer returned for eval and no further info was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause for the customer reported event is unk at this time. (B)(4).

Event description:
A customer reported that during a cataract extraction procedure, there was no suction in I/a (irrigation and aspiration) mode. The case was completed using an alternate system. There was no pt harm reported. Add'l info has been requested.